Event description:
Paramedics responded to a person complaining of chest pains. The pt was connected to the device and removed to the ambulance in a "driving rainstorm." According to the reporter, when a 12 lead was subsequently attempted, the device alarmed "connect leads" and "ra leads off" and would not monitor the pt's rhythm. The pt was reconnected to the device with pacing/defibrillation/ECG electrodes and was monitored through the defibrillator's quick lock defibrillation paddles function. No adverse effects to the pt were reported as a result of the alleged malfunction.